Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they were working and the had a clock reset on the personal diabetes manager (pdm), but they did not remove the pod as they started feeling sick after that. The patient stated that their blood glucose (bg) levels exceeded 500 mg/dl and they were in diabetic ketoacidosis (dka). The patient stated that they gave themselves a manual injection of insulin and when they woke up an hour later they threw up and so they went to the hospital. Patient stated that they were treated with electrolytes to rehydrate them. Patient was also treated with intravenous therapy with insulin. Patient was then moved to the intensive care unit. (ICU). Patient was there for a total of 4 days.

Manufacturer narrative:
Upon investigation it was found that the backup battery could not hold a charge causing the date and time to be reset. This will not affect insulin delivery so long as the correct date and time are set, after the clock is reset. The clock reset can only be triggered by a power cycle of the pdm (pdm functionality will only resume once the time is set). The pod will continue to deliver the user designated basal schedule regardless of whether or not the pdm is powered on. Otherwise, no damages or defects were noted. Corrected data - added the lot and serial number, 130433371 and (B)(6). New UDI (B)(4).